Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the atrial leadless pacemaker (lp), it was noted that the lp exhibited a separation failure. The device was not used, and a dual chamber pacemaker was implanted. The patient condition was stable.